Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and damaged the tissue upon removal. The surgeon performed a re-operation in 2000 to correct the condition. The hosp has reported the pt's condition is satisfactory.